Manufacturer narrative:
The device was received for evaluation. During functional testing, doesn't recognize the door is closed was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Door cover will be reinstalled as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not recognize closed door during unspecified process in the 9 webber south department. There was no patient involvement. No additional information is available.